Event description:
It was reported that, this pacemaker exhibited a pacemaker mediated tachycardia (pmt). Additionally, the right atrial (ra) lead has been decreasing the impedances, not out of range measurements were noted. This device remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this pacemaker was explanted and replaced due to high battery impedance risk. No additional adverse patient effects were reported.